Event description:
It was reported that prior to start of a da vinci-assisted myomectomy surgical procedure, the fenestrated bipolar forceps instrument had exposed insulation at the tip of the instrument. The procedure was completed with no reported patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have damaged insulation on the conductor wire.